Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the glue on the ceramic came off, therefore the probe was replaced.

Manufacturer narrative:
The ¿glue detached¿ condition could not be physically confirmed, since the unit was not returned to stryker (B)(4) for evaluation. A picture of the tip was provided, and it was confirmed that the glued was detached. However, a specific root cause could not be determined. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, as this may result in damage to the tip of the probe. The product was not returned for investigation, but the reported failure mode was confirmed through a picture. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the glue on the ceramic came off, therefore the probe was replaced.